Manufacturer narrative:
Part specific investigation: less than 3 similar investigated events within the last 1 month and less than 6 similar investigated events within the last 6 months prior to the event date have been found for this item number. Result: issue evaluation request is not required. Lot specific investigation: less than 3 similar investigated events for the same lot number have been found. Result: issue evaluation request is not required. Review of event description: it was reported that there was a periprosthetic fracture on the (B)(6) 2019 after the patient fell two steps and turned the hip. Implantation was performed on the (B)(6) 2016. There was a medical intervention, whereby a ncb plate was implanted. The stem was not explanted. Review of received data: x-ray: four x-rays have been received showing the state after implantation of the ncb plate and are therefore not relevant for this complaint. Two x-rays are dated (B)(6) 2016 and show the state after implantation. Devices analysis no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: this device is intended for treatment. The femoral components have been combined with acetabular components from a competitor. This is considered an off-label use. DHR review: the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Conclusion summary: it was reported that there was a periprosthetic fracture on the (B)(6) 2019 after the patient fell two steps and turned the hip. Implantation was performed on the (B)(6) 2016. There was a medical intervention, whereby a ncb plate was implanted. The stem was not explanted. The investigation results did not identify a non-conformance or a complaint out of box (coob). The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. However, the femoral components have been combined with acetabular components from a competitor. This is considered an off-label use. It is likely that the fall which the patient has experienced has contributed to the periprosthetic bone fracture. However, based on the available information, we were not able to identify an exact root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event update.

Manufacturer narrative:
Additional information which was received on feb 12, 2020. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additionals: b5, g4, h2, h3. Corrections: h6, h10. D11- medical product: trident hemispherical cluster hole shell 52mm item# 502-11-52e; lot# 56321002; trident 10 x3 insert 36mm ID item# 623-10-36e ; lot#56516401; zimmer: versys femoral head 12/14 36x +7.0 item#00-8018-036-04; lot# 63152955h1. The manufacturer received x-rays, other source documents (surgical reports) for review. Should additional information become available and/or an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and had a periprosthetic fracture due to a fall.

Manufacturer narrative:
Medical products and therapy date detail of product: item number unknown, item name stryker trident ceramic acetabular system, lot # unknown. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Attempts to obtain additional information have been made; however, no more is available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Item and lot numbers unknown.

Event description:
It was reported that a periprosthetic fracture occurred after the patient fell two steps and turned the hip.